Event description:
It was reported that the patient presented for a routine check. It was noted that the stored electrogram (egm) showed that the right ventricular lead exhibited noise over-sensing. The noise was not reproducible with provocative testing. Provocative testing was performed, and the lead remained implanted. The patient was in a stable condition.